Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by that the physician expressed a general complaint that they experienced a lot of right ventricular (rv) leads that fractured shortly after a generator change. The rv leads remain in use. No patient complications have been reported as a result of this event.